Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Per complaint received from the study: the core lab identified a stent fracture in a 2.50x28mm cypher stent. No additional information is available at this time.